Manufacturer narrative:
(B)(4).

Event description:
A constant motor stall was reported, confirmed by telemetry. There were no alarms and the stall was noted during a refill cycle. The motor had stalled on (B)(6) 2011 with recovery on (B)(6) 2011 and at that time the patient had complaints of increased pain which had improved. The second motor stall was recorded on (B)(6) 2011 and was constant. The patient had not been exposed to emi/MRI or magnetic interaction. The patient had no complaints during the second motor stall. The pump infused morphine at a daily dose of 27,987 mg/d, concentration: 25.0 mg/ml. Additional information has been requested, but was not available as of the date of this report.